Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline was stuck in the phenom's distal end during resheathing. Premature release of the pipeline distal/premature separation of the distal guidewire was also observed. The patient was undergoing surgery for treatment of a saccular, unruptured paraophthalmic aneurysm with a max diameter of 5mm and a 4mm neck diameter. Landing zone: distal: 3.8mm and proximal: 4.1mm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the internal carotid with a 5mm diameter. No medical or surgical intervention was needed. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed an aneurysm embolization. It was reported that during device positioning in the distal segment, the interventionalist attempted to perform a recovery maneuver of the distal protection system (sleeve). At the time of recapture, tension increased, and premature separation of the distal guidewire from the delivery system was observed. At that time, the physician attempted to align the device 3 mm from the distal neck of the aneurysm, but optimal positioning was not achieved. Since the distal guidewire was separated, the device could not be recaptured in the usual way. Therefore, it was removed and another device was implanted without problems. Tension was perceived in the distal segment. The physician performed tension-relieving maneuvers according to in-service without success. The physician did release the load (slack) in the system in an attempt to resolve the issue, but the issue did not resolve. The catheter and pushwire were not damaged. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed continuously with heparanized saline as indicated in the instructions for use (IFU). No patient sym ptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the premature release of the pipeline distal was refering to the distal guide of the delivery system separating from the device; there was no premature opening. Correct distal apposition was not achieved, and it needed to be repositioned. Friction was felt during delivery. The device jumped during deployment when trying to release it after the delivery system separated. The tip of the catheter did not move during deployment.

Manufacturer narrative:
H3: the pipeline flex shield was returned within the phenom 27 catheter. The pushwire extending out from catheter hub. In addition, the distal braid, and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. No break or separation was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. The total and usable lengths of catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Based on the analysis findings, the pipeline flex shield and phenom 27 were confirmed to have resistance as the pipeline flex shield was stuck within the phenom 27 catheter. In addition, the pipeline flex shield was found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. The phenom 27 catheter is compatible to use with pipeline flex shield, the patient's vessel tortuosity was minimal. The reported device and any accessory devices were prepared and the catheter was flushed continuously with heparinized saline as indicated in the instructions for use (IFU). However, the pipeline flex shield could not be confirmed to have pushwire detached at hypotube proximal to the wire weld as no break or separation was found with pipeline flex shield pushwire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.